Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed direction of flow label was missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be direction of flow label is missing inside the door next to the tubing channel. The direction of flow label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was missing direction of flow label during an unspecified process step, in the biomed service department. There was no patient involvement. No additional information is available.